Manufacturer narrative:
Date initial report sent: 12/20/2007

Event description:
Procedure type: adrenalectomy. Patient gender: unknown. According to the reporter: the balloon blew up during the procedure. A new device was used. No patient injury was reported.